Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/4/2024, it was reported by a sales representative via email that an ar-1588rt-2j tightrope ii rt suture would not slide when tensioning the button. This was discovered during a procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information received on 10/9/2024: this was discovered during an acl repair procedure. Nothing broke in the patient. The case was completed using another ar-1588rt-2j tightrope ii rt. The case was not delayed.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.